Event description:
It was reported that the right ventricular lead was fractured. The lead was noted to have high pacing impedance, oversensing of short v-v intervals, and increased/high pacing threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.